Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2012, a strange unexpected battery curve was observed. An explantation is required.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis pending.